Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had significant undersensing of r-waves with the patient requiring external rescue. The patient has had failing cardio-pulmonary health with a recent accumulation of forty pounds of body fluid. The sensitivity of the right ventricular lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.